Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella 5.5 with automated impella controller (aic) was used to provide hemodynamic support for a patient admitted for bypass surgery. During device setup, the purge cassette was inserted; however, the aic did not detect the presence of the purge cassette. The customer replaced the aic, after which the purge cassette was properly recognized. The procedure was completed successfully. No patient harm was reported.

Manufacturer narrative:
D1. Brand name corrected.